Event description:
It was reported that the handpiece began overheating prior to the start of a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with a bearing due to the driveshaft sleeve in an incorrect position. The driveshaft, bearings, bearing stop, and nose cone were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.